Event description:
Reference MFR report: 1627487-2013-1024. It was reported, the patient is experiencing multiple issues related to her health including: stuttering, shortness of breath and a feeling of chocking. The patient is implanted with (2) systems, thoracic and cervical. An sjm representative met with the patient and diagnostics of both systems showed her thoracic system is good and her cervical system is the one causing issues. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.